Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of distal humerus, the tip of the stardrive screwdriver shaft was stripped beyond repair or use and no longer captured screws while inserting the synthes 2.7 variable angle locking screws. There was a surgical delay of less than one (1) minute. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown variable angle locking screws (part # unknown, lot # unknown, quantity # 1). This report is for one (1) stardrive screwdriver shaft t8 55 mm. This is report 1 of 1 for (B)(4).